Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was hyper-sensitive to button presses. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a clip attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the down arrow button was noted to be hypersensitive and caused scrolling. The remainder of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed the down arrow button contact was misaligned and contamination under the contact of the contrast button.